Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned and difficult/unable to operate (difficult to measure correct dose) on lot # 9343317. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, scale misaligned, difficult/unable to operate (difficult to measure correct dose) was captured and addressed. Investigation summary: customer returned photos of syringes. Customer states that the first line (zero scale) is way to above and/or the line is tilted which is difficult to measure correct dose. The photos were examined and it is difficult to determine if the placements scale markings of the syringes shown fall within specifications solely from the photos. A review of the device history record was completed for batch # 9343317 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as it is difficult to determine if the placements scale markings of the syringes shown fall within specifications solely from the photos. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had inaccurate scale markings. This occurred on 60 occasions before use. The following information was provided by the initial reporter: inaccurate scale marks. The first line (zero scale) is way to above and/or the line is tilted which is difficult to measure correct dose. The customer found more than 50 syringes from one shelf box.